Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission with episodes of non-sustained oversensing caused by intermittent loss of capture on the right ventricular and left ventricular channels. The patient came into the clinic and during interrogation, no capture issues were noted. However, the episodes of non-sustained oversensing continued. Programming changes were made and the patient stated that breathing was easier.